Event description:
A customer contacted beckman coulter inc. (Bci) in regards to inconsistent and erroneous high glucose results generated by unicel dxc 600 pro chemistry analyzer. The results were not reproducible. Patient results are not available. The results were not reported out of the laboratory. Patient treatment was not impacted by this event.

Manufacturer narrative:
Qc results have been very inconsistent. A bci service repaired and cleaned the unit. In addition, bci service tightened chemistry cartridge sample side t-valve. Root cause appears to be cartridge side loose sample t-valve hardware.